Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 7.5 years post initial procedure, the patient presented with a type iiia endoleak. However, the exact date of event is unknown. The physician elected to treat the patient by relining with a bifurcated afx2, two (2) infrarenal afx, and two (2) suprarenal afx devices on (B)(6) 2019. As of date, there have been no additional patient sequelae reported.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 7.5 years post initial procedure, the patient presented with a type iiia endoleak. However, the exact date of event is unknown. The physician elected to treat the patient by relining with a bifurcated afx2, two (2) infrarenal afx, and two (2) suprarenal afx devices on (B)(6) 2019. As of date, there have been no additional patient sequelae reported. Additional information: during the investigation, clinical identified complete component separation.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the type 3a endoleak (aortic) with complete component separation and secondary endovascular procedure. The event is most likely anatomy related due to the aortic remodeling over the years. The procedure related harms for this event could not be determined. The final patient status was reported as stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem has been updated. G1,2: contact office- name has been updated. H6: device code: remove code 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11.